Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report: 1627487-2014-08131, 1627487-2014-08132 and 1627487-2014-08133. The patient had two model 3386 extensions from the same lot. The patient also had two model 3383 extensions from the same lot. It was reported the patient went to the emergency room on (B)(6) 2014 due to drainage at the ipg site. The patient was put on antibiotics and discharged. Additional drainage started on (B)(6) 2014. The patient's physician decided to explant the patient's scs system due to infection at the patient's lead, ipg and extension sites. The patient's entire scs system was explanted on (B)(6) 2014.